Manufacturer narrative:
The insulin pump was received with a cracked case at display window corners, reservoir tube and battery tube threads. The insulin pump was received with a severely scratched display window.

Event description:
Customer's mother reported that the screen of the insulin pump was scratched and cracked. Customer's mother also stated that a part of the insulin pump had broken off near where the belt clip locks in place. Blood glucose level was 113 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.